Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
.

Event description:
New information noted that the dislodged lead had experienced a loss of capture.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.